Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported stimulator battery depletes quicker than it used for the past 3-4 months. Patient said no change in settings/usage because for the last 3-4 weeks stimulation "won't let him increase stimulation". Stimulator battery was empty so no troubleshooting could be performed. Patient was able to start a stimulator charging session at excellent recharger quality, patient mentioned he can't get stimulator charged up all the way to full. Patient fell on (B)(6) 2020 and said his hand hurts from that. Patient said he got device for shoulder pain but device didn't seem to be helping with shoulder pain or new hand pain from fall. Troubleshooting reviewed device is meant to help with what it was put in for and patient would need to talk to a doctor about stimulator addressing any new pain. Patient will call back once stimulator is charged for assistance with troubleshooting "not being able to increase stimulation." Troubleshooting redirected patient to doctor regarding other issues.